Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set cannula was crimped. Patient noticed symptoms 3 or more hours after insertion. The infusion set was in use for 6 hours. Patient regularly rotate site location. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.